Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) and episodes of inappropriate automatic mode switch (ams) due to far r wave oversensing on the atrial channel were observed on remote transmissions. The patient presented to the clinic, and programming changes were made. No patient consequences.